Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. (B)(4) evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from india that during service and evaluation, it was observed that the compact air drive device was not working; and that the motor was seized, jammed and heavy moving. It was further determined that the device failed the following assessments at pretest: check the tool coupling, check tool coupling with attachment, check reverse locking mechanism, check triggers forward/reverse function, check for untrue running, check for excessive noise, check for air leak, check the rotations per minute (rpm) with speedometer. Min 850 rpm ¿ max 1050 rpm, check the rpm with test bench. Min. 110 w. Max 160 w and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.